Event description:
During procedure forceps was opened. A snap was heard and forceps was unable to close. Kelly clamp was attached to end of wire and to withdraw. No harm was done to patient or scope during procedure.